Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous service repairs in the last 12 months. Review of the event history log (ehl) identified no related complaint. The customer issue was confirmed through the pump power up test and attached a 50ml cassette. The device did not recognize the cassette was latched. The root cause of the issue was a defective latch lock sensor. The latch/lock flex sensor was replaced to fix the issue. The issue was confirmed as resolved after they performed the pump power up test again. The downstream occlusion (dso) and upstream occlusion (uso) seals were replaced preventatively. A dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for "did not recognize the cassette", during device evaluation, a defective latch lock sensor was identified. There was no patient involvement.